Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 161, 323, 200, 297 and 165 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that about three months prior to call he had performed a blood test non-fasting, had obtained a result of 360 mg/dl and had taken extra insulin. Customer stated that he started to feel tired and then had passed out. Customer stated that he had guests over at the time and that they had called the ambulance and he had been taken to the hospital. Customer stated he had been unconscious in the hospital for three days before waking up. Customer stated his blood glucose test result when he arrived at the hospital was 17 mg/dl and the diagnosis was low blood sugar. Customer stated that he had been given a shot in the stomach and that he was unaware of what the shot was. Customer stated that he spent a total of ten days in the hospital. Customer did not recall the exact dates of the hospitalization. Additional blood tests were performed with the truemetrix meter after the customer left the hospital. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 231 mg/dl and 149 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 04/26/2019 and test strips vial was opened a few days prior to call. The meter memory was reviewed for previous test result history (date/time not set): result 1:161mg/dl date:(B)(6) 2018 time:5:15pm fasting, result 2:323mg/dl date:(B)(6) 2018 time:4:07pm fasting, result 3:200mg/dl date:(B)(6) 2018 time:10:33am fasting, result 4:297mg/dl date:(B)(6) 2018 time:4:27pm fasting, result 5:165mg/dl date:(B)(6) 2018 time:9:50am fasting.